Event description:
Cpi received information that a patient with an implantable pulse generator exhibited a loss of cardiac capture. The physician performed an invasive procedure and repositioned the atrial and ventricular leads. The system then functioned appropriately. The patient's other lead was manufactured and distributed by medtronic. Implanted 6/30/93. Remains implanted.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.